Event description:
Litigation papers allege the pt was revised due to recurrent dislocations, the pt's asr cup and head were replaced with a new asr cup and head on or about (B)(6) 2007. It is further alleged the pt experienced cobalt and/or chromium poisoning, pain, cracking and popping in the left hip; constant pain, inability to lead a normal life, numerous f/u dr visits, anxiety, fear and mental anguish and other emotional and physical damages. The pt underwent explant surgery on his left hip on or about (B)(6) 2011.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6), 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. See scanned page.